Event description:
The tip of the 99-60138 screw broke off in the pt during insertion. Screw tip was left in situ as the surgeon believed there was no way to remove the threaded portion without complicating the surgery. The surgeon selected an alternate site for screw placement and another 99-60138 bone screw was used to complete the procedure. Two add'l screws of the same size were placed in the same manner without incident.

Manufacturer narrative:
According to orthofix medical director, dr. The 99-60138 bone screw was incorrectly chosen by the surgeon to treat the pt. The orthofix instruction for use clearly defines the types of bone screws to be used in different situations. In an adult tibia, the surgeon should have used 6.0 - 5.6 mm xcaliber screws. The screw has been returned to the MFR and is currently under technical eval, however, at this time, this incident is clearly a case of surgeon error. In as much as the surgeon was seemingly unaware that he was employing an incorrect screw size for this pt, orthofix will reinforce the recommended screw selection criteria to the surgeon.